Manufacturer narrative:
This report is filed february 9, 2016.

Event description:
Per the clinic, the patient "lost function" with the device. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 19 oct 2020.